Event description:
The customer reported that the machine was pulling a negative pt fluid removal during the treatment. The pt was not injured and did not require any medical intervention for this incident. The patient's treatment was stopped and was placed on a different machine to continue therapy.